Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent full vns explant due to infection at both the generator and lead sites. Per the surgeon, it was believed the infection could have been due to the patent rubbing at the wound dressing following implant surgery, as the dressing was thin. The explanted devices were discarded by the explanting facility. A review of device history records showed that both the lead and generator were sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.